Event description:
Event description cpi received information that this endocardial lead was capped and abandoned due to inappropriate therapy and sensing issues. This lead was replaced with another sensing lead.